Event description:
The healthcare provider reported patient with significant symptomatology related to his post laminectomy syndrome. He had fairly good control of this with dorsal column stimulator unit with two quad leads. As time went by, the effectiveness had decreased. He had lost stimulation of the back and was just getting coverage for his abdomen and ribs. He did not have effective coverage down his leg, probably because of scar formation. If he turned the stimulator up enough to feel it where he needed it, it was uncomfortable. The system was revised, during the procedure. It was found that all eight electrodes were intact and had good impedance; programming was attempted again. No adequate back and leg coverage without discomfort was possible. The leads were repositioned under fluoroscopic guidance and brought down to the superior endplate of t9. Stimulation to the low back and both legs was obtained without excessive abdominal stimulation. Two additional wide spaced quad leads were also placed in the subcutaneous tissue of the low back. The leads and extension were connected to the old rechargeable stimulator unit. The procedure was completed without complications. Medications used during the procedure included ancef, xylocaine in sodium bicarbonate solution, and marcaine. The patient tolerated the procedure well without complications. The following day, the patient returned to clinic to program the new implantable neurostimulator. The surgical site was reported to be clean, with no tenderness around the infection, no exudate, and no sign of infection then and at subsequent clinic visits. The hcp reported that the patient had excellent results after the revision. The burning sensation stopped and stimulation coverage was improved. The patient outcome was reported as 'recovered without sequela'. Three weeks after the procedure, the patient reported a stinging sensation with certain programs (see manufacturer report 3004209178-2008-06083).

Manufacturer narrative:
This information was previously reported as f/u to manufacturer report # 3004209178-2008-06083 on 10/15/2008. After further review, the sequence of event was clarified. A correction was filed for the mentioned report.